Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device could not be completed. The lot number of the disposable handpiece was not provided, therefore a device history record review could not be performed. However, all surgical handpieces meet all qa specifications when released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used. The operator's manual clearly indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The minerva rf controller (m10581) was returned for investigation. The minerva rf controller met all tested specifications.

Event description:
It was reported that an ob/gyn resident performed an endometrial ablation in a patient suffering from abnormal uterine bleeding. The cervical canal was dilated using pratt dilators up to 16-18 (B)(6) . The minerva dilator was used to measure the length of the cervical canal, but not to dilate the cervix. The ablation device was inserted and deployed in red. The resident decided to use a second device, but the red/green indicator on the rfc indicated a leak. One or two extra tenacula were placed onto the cervix. Uterine integrity test was initiated and passed on the first attempt. This was followed by a 2-minute uninterrupted ablation cycle. The patient was discharged the same day. A few days later, the patient exhibited symptoms of acute abdomen, was hospitalized, diagnosed with uterine perforation and injury to the small intestine, underwent laparotomy, hysterectomy, and end-to-end anastomosis. Patient fully recovered, was discharged, and is currently doing well.